Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and inspected. The anchor is broken near its distal end confirming this complaint. Visual observation of the broken anchor indicates the external geometry of the screw was not damaged as the threads did not strip during insertion. No information was available regarding the instruments used during the procedure. We cannot discern a root cause for this failure mode. A batch record review has been conducted for this batch to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that a non-conformance was opened relating to the rinsing step of the sterilization cycle, the air injection time exceeded the specification with a time of 58 minutes whereas the specification is between 20 and 45 min. Sterilization department further confirms that this issue has no adverse effect to the product sterility, residuals or functionality or performance of the products. Further, a review into the depuy mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by our affiliate that a screw broke while being inserted. It was noted that the screw broke during the first movement without pressure. The procedure was completed using a like product.